Event description:
It was reported, following an MRI the device was interrogated and a false eri was observed. The diagnostics were cleared and the device was reinterrogated to resolve the event. The patient was stable.